Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2024 00917. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr sheath is 5.5mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (calcified anatomy, mild tortuosity) and/or procedural factors (perforation by sheath) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the reported stroke cannot be determined. However, it may have been related to patient factors (advanced age, female sex, calcification of the ascending aorta) and/or procedural factors (cardiac perforation, removal of a non-edwards device). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : discarded.

Event description:
Per report received from japan, a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia (s3ur) valve was performed. Since degree of tortuosity from the descending aorta to aortic arch was severe, a non-edwards guide wire was inserted from the contralateral vessel before inserting an ew device. A 14fr esheath (esp) was inserted from the right femoral artery (rt-fa) via a puncture, then a commander delivery system (ds) was inserted. During device tracking, the operator applied force to the ds to move forward, but the force was absorbed at the descending aorta and not transferred to the distal of the ds. Therefore, the ds and esp were withdrawn as a unit. The operator replaced the tavr kit with a new one. The 2nd esp and ds were inserted after inserting a snare catheter from the contralateral side. The ds could reach the aortic arch, however, torque was applied to the 2nd ds at the descending aorta, resistance was felt, and blood pressure (bp) was unstable. Therefore, a decision was made to abort the tavr procedure, and the 2nd ds and esp were removed after confirming there was no vascular injury such as dissection of the descending aorta. But after withdrawal of the 2nd esp, blood pressure and the patient's pulse disappeared. The operator decided there was injury on the common iliac artery (cia) to the external iliac artery (eia). Since hemostasis could not be achieved by inserting a 16 fr non-edwards sheath or occlusion balloon catheter, a non-edwards percutaneous cardiopulmonary support (pcps) was introduced. Then, a stent graft was placed from the right cia to the common femoral artery (cfa). After that, angiography revealed a rupture of the right cfa. Hemostasis was performed by placing a stent graft surgically. The patient left the operating room with pcps and was still being monitored as of postoperative day (pod) 4. Per medical opinion, it was unknown whether the 1st esp or 2nd esp caused the cfa rupture. The operator considered that the device tracking inability was due to the anatomical characteristics of the patient (severe tortuosity from descending aorta to aortic arch) and not attributed to ew device malfunction. Per additional information, the end (tip) of the 1st and 2nd esp reached to the abdominal aorta. The 1st and 2nd ds exited the esp. The contralateral access of snare catheter was obtained from the left femoral artery. Per follow-up information, although the patient was recovering and pcps was removed, cerebral infarction (ci) developed and the patient went into shock on pod 5, and the patient expired.